Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth loose, their teeth are scrapping and crowded on the bottom. Mobility video provided and is with in normal limits. Requested updated video of bite and if teeth still have mobility. Patient updated and mobility is present. Advised patient to see their dentist and to provide either diagnostic findings or letter or recommendation if it is safe to continue with treatment. Update received from patient that their most comfortable aligners are broken and cutting them. The patient requested replacement aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.